Event description:
The pt called baxter customer service center for assistance in 2005. The pt had a new homechoice cycler and was using it for the first time. The pt was sleeping during therapy and awoke feeling like "ready to explode". There were no alarms. The pt was in dwell two, but homechoice cycler now says it is in dwell one. The technical service rep noted that the uf = 298 ml. The pt feels that the homechoice is not operating properly. The homechoice cycler was swapped.